Manufacturer narrative:
High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. A review of the controller log files associated with the event captured in (B)(4) showed low flow alarms. Waveform trends of this nature may be indicative of an occlusion or change in patient state. (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed low flow alarms. Analysis of the device revealed that the device passed functional testing, but dimensional verification demonstrated a slight deviation from the rear housing disc curvature specification. This deviation correlates with the mechanical abrasion observed on the lower housing ceramic surface and the inferior surface of the impeller which are indicative that external factors such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, this deviation in conjunction with the abrasion marks is likely a symptom of the clinical challenge the pump has experienced and is not evidence of a pump inducted problem pathological examination revealed evidence of thrombus. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported event can be attributed to occlusion which might have occurred due to ingestion/formation of thrombus at the inflow cannula, thus limiting the performance of the device and potentially triggered low flow alarms. The most likely root cause of the inadequate flow rate event can be attributed to occlusion which might have occurred due to ingestion/formation of thrombus at the inflow cannula. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported in the u.s. By the perfusionist at the hospital that the patient was admitted to the telemetry unit (B)(6) 2015 for suspected pump thrombus and was given IV heparin. The inr was 2.0, with a goal of 1.5 - 2.0 due to history of gastrointestinal (gi) bleed and the ldh was 1200s. Of note, patient's inr goal is 1.5-2.0 for history of gi bleed. Log files sent to the manufacturer showed two log flow alarms on (B)(6) 2015 and a decrease in estimated flows which at time of review had returned to normal. On (B)(6) 2015, the perfusionist reported that the pump sounded more turbulent; the manufacturer's clinical specialist was on site to evaluate for input at the surgeon's request. "Pump auscultated - normal [?]hum' heard, no grinding, revving, clicking, or turbulence noted." During the assessment, the vad parameters/waveforms were within normal limits, the patient was with no complaints, and ldh was 1407. There were no further signs or symptoms of hemolysis. Discussion held with surgeon and perfusion with decision to hold off on pump exchange. The high watt alarm parameters was changed to 1 watt above current watts for closer monitoring. On (B)(6) 2015, the patient was stable with the ldh again in the 1400s and no other obvious signs of hemolysis. On 8/7 the patient developed coca-cola colored urine overnight and the ldh doubled (~2800). A pump exchange was performed and "went well" according to the clinical team. The patient did well post-exchange and was discharged in stable condition ~3 weeks post-exchange. Investigation is ongoing.